Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that, during the operation, the needle and thread separated. In addition, some of them found the needle detached from the thread when opening the package. No patient injury was reported. No more information has been provided.

Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market 5,976 units of this code-batch. There are no units in our stock. Tightness test to the closed samples received has been performed and the units are tight. We have received 18 closed samples and 3 open and unused samples with the needle detached from the thread, and the thread is still wound on the pack. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.67 kgf in average and 1.67 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. However, considering the three defective samples received, we consider this complaint as confirmed. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, taking into account the defective samples received, we conclude that the complaint is confirmed by evidence of the failure in the open samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.